Event description:
It was reported that the session report showed there was high impedance (>20,000 ohms) on contact 3 for both monopolar and bipolar impedance results. Currently, contact 3 was not used for stimulation. Therefore, it was not expected this to affect the battery longevity or patient's therapy. Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep) reporting that they were unsure of the cause, actions taken, and/or resolution of the high impedance as they did not have the notes and have not seen the patient in person for a few years.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.